Event description:
Ventilator was high pressuring during every other breath. Upon connecting patient to the machine, removed patient from the machine and at this time the unit built up air pressure and made a sound internally. After turning machine off the unit started to smoke. At this time the machine was removed from the patient area and then taken outside of the hospital.